Manufacturer narrative:
Initial reporter's phone number is (B)(6) reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that during the deep brain stimulation (dbs) implant procedure when attempting to close the retaining clip on burr hole cover, the expected fixation click did not occur. Several attempts were made, but the clip retracted and did not secure. A replacement burr hole cover was used to complete the procedure successfully.